Manufacturer narrative:
The relevant retention strips (lot 473391) were tested for accuracy. The retention material meets specifications.

Manufacturer narrative:
There was no investigation as the customer did not return any product.

Event description:
The caller reported that they received a value of 57 at 18:05 and a second value of 100 at 18:06 on the inform ii meter (serial number (B)(4)) when testing the patient. The reporter does not know what or if any treatment was provided to the patient. The units of measurement were not provided. There was no adverse event. There was not any other information provided regarding the patient. The suspect product was requested to be returned and replacement product was sent.